Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels due to needing settings adjustments. Customer reported a low bg of 32 mg/dl. Low bgs were addressed by consuming glucose tablets and syrup in addition to using glucagon. Reportedly, customer consulted their healthcare provider regarding the issue.